Event description:
Boston scientific received information that during a device change out, this newly implanted cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement greater than 200 ohms. No noise was present. Further, it was noted that high oor sli measurement continued to be observed when the rv lead was hooked back to the old device. The sli measurements prior to the change out were stable. A lead fracture was suspected but not confirmed under fluoroscopy. The rv lead was surgically abandoned and replaced. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.